Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited oversensing. No intervention was reported. There were no patient consequences.

Event description:
Additional information received clarified that it was post-paced t-wave oversensing (pptwos).